Event description:
It was reported that during a realize gastric band procedure, the device had to be explanted due to the band being too tight. An ap large band was placed and there was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.